Event description:
On (B) (6) 2009, the pt reported he has received several alarms on his insulin infusion device over the past 2-2.5 weeks. He stated the device will beep but when he checks it, the device is in the off mode and there is no message on the screen. He said he has also received several e7 (electronic error) messages. He changes the battery and the device will give another e7 within 10-15 minutes. He stated that a few days ago the piston rod became blocked during a rewind. The pt switched to his backup infusion device. During troubleshooting, the pt said he has changed the battery several times and changes the battery cap every couple of months. He stated he has used a lithium battery in the past but was using an aa alkaline battery during this time. He stated he has been scanned with a security wand several times and he has had an MRI done. He was disconnected from his infusion device but it was in the room during the test. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.